Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the system controller alarmed and the screen displayed "connect driveline". The patient was reportedly "very symptomatic". The patient reported the driveline was fully connected during the event with the driveline latch secured shut. The patient's spouse exchanged the system controller and the alarm reportedly resolved. The patient's unspecified symptoms reportedly improved over time. The patient lives 9 hours away and would not be coming to the implanting center for further evaluation. The patient did not present to another hospital and log files were not submitted for evaluation. The patient has not experienced any further alarms since the system controller was exchanged. No further information was provided.

Manufacturer narrative:
The reported event of a connect driveline alarm was confirmed and reproduced during analysis. The returned system controller was connected to a test power module14 volt patient cable, test power module, and test system monitor. The red heart alarm was active and the display screen read "connect driveline" on the system controller. The system controller was connected to a test pump, but did not operate the test pump and the red heart alarm with the "connect driveline" message remained active. The system controller was disassembled to analyze the internal components on the printed circuit board (pcb). Visual inspection of the pcb revealed that a component in the drive circuit was damaged. The damage to the main pcb drive circuit resulted in failure of the system controller to operate the pump. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.